Event description:
It was reported that the patient's left ventricular lead exhibited high capture threshold. It was also reported that the patient experienced discomfort due to extra-cardiac stimulation. The reported lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.